Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter was displaying an unknown error message of ¿error- retest with new strip¿. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to confirm when the alleged meter issue began. It is not known how the patient manages her diabetes or what action, if any she took in regards to her usual diabetes management regimen due to the alleged error message appearing. The patient reported that an unknown time after the alleged issue began she developed symptom of ¿anxiety¿. The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted that the patient did not have testing supplies available to test the meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptom does not meet lfs¿ serious injury criteria, nor did she receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.